Manufacturer narrative:
The device was manufactured from july 23-24, 2019. The actual device was not available; however, photographs of the sample were provided for evaluation. A visual inspection was performed which showed images of residual fluid contained inside the bladder/balloon of the infusor device. The amount of residual fluid could not be determined from the photographs. The reported condition was verified from the photographs. A functional flow test is required to verify the flow rate accuracy of the device, however, this was not possible due to the lack of a physical sample. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor underinfused during a patient infusion. The device contained a chemotherapy drug and the intended infusion rate was 2ml/hour for 44 hours. One day (24 hours) after being connected to the device, the patient noted that the infusor did not decrease in size. The patient was advised by their nurse to come back to the hospital for an exchange of the pump. The infusor was weighed after being disconnected from the patient and the weight was almost unchanged from the initial weight. The nurse exchanged the device with a new infusor and the infusion proceeded as normal. There was no patient injury or medical intervention associated with this event. No additional information is available.